Event description:
It was reported that the pump battery would not charge, despite attempts to resolve the issue by using different wall outlets, charging cables, and wall adaptors. There was no reported impact to the customer¿s blood glucose level at the time of the event. Technical support decided to replace the pump, and the customer declined to disclose the type of backup therapy they would use to ensure insulin delivery is not interrupted.